Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated evidence of short battery life with drastic voltage drops leading to frequent low battery warnings. Test battery and cartridge caps were used to complete investigation. No errors, alarms, or warnings were duplicated during testing. The sleep current draw measured high and not within specifications. The pump case was removed, and the cgm flex connector was disconnected from the printed circuit board; the sleep current draw returned within specifications. Further investigation of the cgm circuit revealed an intermittent condition due to a cold solder connection. The connection was soldered properly, and the current draws remained within specification after the cgm flex connector was reconnected to the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.